Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. Additionally, there was a migrating pulse wire in ECG c. The root cause for the open wire was excessive force. A root cause investigation determined that the cause of the wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.